Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: 2.1.0. H6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site experienced an alleged inaccuracy while in surgery. The site had registered twice, achieving a green circle in the area around the sphenoid sinuses. After they removed some bone, the surgeon felt as though they were 2-3 mm off left/right and deep when near the sphenoid. The site was using the side emitter. The site saw the same behavior after reregistering. They tested with multiple instruments. This issue caused a less than 5 minute surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3, h6) a software analysis was conducted. The provided archives were reviewed. The archives consist of 6 CT exams in total. CT-5 displayed an error stating, "the scanning protocol of this exam is not optimal for use with stealth: missing dicom tags." CT-2 and CT-4 loaded with a warning, "not optimal for stealth," due to slice spacing greater than 2 mm. From the archive, CT-1 with 166 slices and CT-3 with 109 slices were selected and successfully merged, with CT-1 used as the reference. The registration data captured showed an accuracy of 0.9 mm. Upon analysis, it was observed that while a good number of trace points were collected, they were clustered in small areas, limiting anatomical coverage. Some points appeared yellow and red, indicating either a mismatch with the anatomy or that they were collected in the air. Additionally, many trace points were sunken into the skin, especially around the glabella region. It was suggested to use a lighter touch during collection and focus on placing points on bony structures to improve accuracy; however, the provided archives did not capture the root cause of the reported inaccuracy. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported codes, b01 and c19, are applicable, as well as newly reported code, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.